Event description:
On (B)(6) 2009, this patient underwent endovascular repair of an abdominal aortic aneurysm using a gore® tag® thoracic endoprosthesis. On (B)(6) 2009, a lymphorrhea was identified at the access site. On (B)(6) 2009, a surgical ligation was performed to treat the lymphorrhea, which was successfully resolved. The manufacturer of the sheath is unknown.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.